Event description:
It was reported that the patient experienced dysuria, pain in the urethra and recurring incontinence. The physician examined the device and did not notice any device malfunction. However, he decided to remove and replace all components and the cuff was upsized from 3.5 cm to cuff 4.0 cm; the balloon was downsized from 71-80cc to 61-70 cc. A full recovery is expected for the patient.